Event description:
The customer originally returned his olympus 4k camera head due to an unspecified image problem. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that no image was present at all. This report is being submitted to capture the confirmed lack of image during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the subject device was not producing an image at all. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received confirming the event date as 25aug2022. Reportedly, this event occurred during procedure preparation. The intended procedure was a video-assisted thoracoscopic surgery (vats) and was completed using the subject device. According to the initial reporter, after the reported failure occurred, the staff turned the unit off and then back on and it was working properly. There was no negative impact on the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. The additional information noted in b5 has no impact on the results of the investigation previously reported. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.